Event description:
It was reported to boston scientific corporation that an endoscope was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2020. According to the complainant, during scope cleaning prior to the procedure a sponge from the rx locking device was found inside the scope channel. The exact date the sponge detached into the scope is unknown. It is unknown how the sponge was removed from the scope. No patient complications were reported as a result of this event. ***additional information received on (B)(6) 2020*** reportedly, the sponge was removed using a scope cleaning brush.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. Block h6: device problem code 2907 captures the reportable event of sponge detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endoscope was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2020. According to the complaint, during scope cleaning prior to the procedure a sponge from the rx locking device was found inside the scope channel. The exact date the sponge detached into the scope is unknown. It is unknown how the sponge was removed from the scope. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.